Event description:
It was reported that while in the intensive care unit, the md prepped the left subclavian site for the insertion of the catheter. After the md located the subclavian artery, blood was aspirated, and the spring wire guide (swg) was inserted. After the md placed the catheter, he found it difficult to remove the swg from the catheter. However, the md did remove the swg "intact." There were no reported pt complications associated with this event.

Manufacturer narrative:
The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore, it is reportable. Evaluation: one three lumen catheter and spring wire guide (swg) were returned for evaluation. The returned catheter & swg were visually examined. Catheter was returned with swg protruding from both ends. The j-end of swg extended from distal tip of catheter and straight end of swg was separated and protruded from distal extension line. Swg was removed from catheter for analysis. There were multiple bends along length of swg and one kink near middle of swg. Returned swg was measured and met specifications. Under microscopic examination, it was observed by discoloration of core wire near break, that straight end of core wire separated adjacent to weld and that no parts appeared to be missing. In addition, it was observed that the weld was complete. Instruction booklet (arrow) contains warnings against applying excess force to swg during removal and instructions for removing the swg if resistance is encountered. The investigation found no evidence to suggest a mfg related cause. A device history record review was performed with no relevant findings. The potential cause of this reported event could not be determined based on the returned sample and the info provided. A CAPA has been initiated to address this issue.